Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the reported difficulty removing the catheter appears to be due to operational context. In this case, it is likely that the guide wire damage which was reported ¿wavy and took the shape of a ¿z¿¿ in addition to the guidewire being fractured, which caused the difficulty removing the catheter; however, this could not be confirmed since no product was returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the dragonfly opstar imaging catheter was used in the left anterior descending (lad) lesion. However, post stent imaging, the guidewire was wavy and took the shape of a "z" at the guidewire exit notch of the imaging catheter and the guidewire was unable to be removed from the imaging catheter. The fractured guidewire and imaging catheter were removed together. Another dragonfly opstar imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.